Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that sterility compromised. An ultra ice imaging catheter was selected for use. However, upon opening of the package, the ultra ice popped out from the packaging and landed onto the floor. The device was then disposed due to compromised sterility. The procedure was completed with another ultra ice imaging catheter. No patient complications were reported.